Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine whether it contributed to the reported hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 485 mg/dl less than 48 hours after the pod was activated. The pod was removed and then she noticed the cannula was not inserted into the infusion site. The cannula was also bent and looked longer than normal.